Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the balloon "exploded" inside the patient, which allegedly resulted in the patient experiencing pain. No pieces of the balloon were missing and no medical intervention was required.